Event description:
Patient underwent cardiac cath. During deployment of the perclose suture device, there was a device failure and a small piece of the foot process of the device appeared to have broken off. Xray of the device was peformed and the plastic segment appeared to be radiolucent. Xray of the femoral area post-procedure did not show any radiopaque abnormalities. The patient had an excellent femoral pulse and distal pulse. The patient was kept overnight, treated with antibiotics and watched for vascular complications with consults from ID (infectious disease) and vascular surgery. No known harm to patient. Post discharge patient will be monitored for signs and symptoms of infection or occlusive complications from tiny piece of plastic. Disclosure to patient on event and follow-up plans.====================== manufacturer response for vascular closure system, perclose proglide suture- medicated closure system 6f (per site reporter)======================have asked abbott to share results of their evaluation with us and will share with medsun if/when received.